Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineers investigated the reported machine on site. The blower module has been replaced and sent back for investigation. The returned part has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. The provided logs confirms the reported issue. Investigation performed by our contract manufacturer on similar failure concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).